Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting/evaluation by field service representative (fsr), a review of the service history, and a review of product labeling. A 12-month search for similar complaints identified no additional complaints. This was the sole complaint for this issue and no adverse trends were identified. The smoke from the cable, led1 to smc, part number 7-204622-01 was limited to the wiring harness and did not spread to other components within the card cage. A new wiring harness was ordered and replaced to resolve the issue. The cable, led1 to smc, part number 7-204622-01, was determined to be the likely cause. A review of the architect (B)(4) service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of smoke from the analyzer after the wiring harness was replaced. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke when working on the architect c4000. The customer stated when replacing the pm board some of the wires from the wiring harness were caught between the frames of the pm board and the smc board and a short circuit occurred. No injury and no impact to patient management was reported.